Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow up report will be submitted. Date report submitted to FDA by MFR: 10/11/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.

Event description:
It was reported the catheter handle leaked after one hour of use.